Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to the manufacturer's service center and a failure of the oxygen blending module board (obm) was observed. The device's oxygen blending module board was replaced to address the issue. The device was tested and passed all final testing.